Manufacturer narrative:
A burning smell was reported from the instrument cpu and the computer screen went black. It appeared the cpu burnt up. Fse replaced to pc. System was operational. No injuries, visible flames, or smoke emission were reported, and fire department was not called.

Event description:
Customer reported burning smell from the cpu and cpu stopped working.